Manufacturer narrative:
The recipient is reportedly doing well.

Manufacturer narrative:
Advanced bionics considers the investigation into this reportable event as closed. The recipient's activation reportedly went well. This is the final report.

Event description:
During initial implant surgery a cerebral spinal fluid (csf) leak was noted due to difficulty during insertion. The leak was repaired prior to closing. It was also noted the electrode was inserted in the incorrect location. The recipient remained hospitalized for the csf leak. On (B)(6) 2019, the recipient underwent repositioning surgery and the csf recurred. The recipient was discharged on (B)(6) 2019, and lumbar drainage was used for the leak.